Event description:
It was reported that the customer experienced a malfunction with the device. There was no information available regarding the blood glucose level impact; therefore, there was no reported outcome concerning the customer's blood glucose level. The customer confirmed they would not return the pump, leading to the closure of the complaint without further action.